Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that the pressure adjustment was too high. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. This investigation is ongoing.

Manufacturer narrative:
In a good faith effort (gfe) response from the authorized service provider (asp), the device's diagnostic report (drpt) was not able to be provided. The asp stated that the device was out of warranty so it would require paid service. The customer had not yet confirmed if they would proceed with paid service for the device issue. In a gfe response from the asp received on 09jan2026, it was the customer had decided to go with a third party company for service of the device. The asp did not have or provide any further information regarding the work done to the device, the status of the repair, or if the device has been returned to full functionality and returned to use. Philips is unable to verify the final disposition of the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.